Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged a meter error 1 that would not clear. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission: 12/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2016 with the following findings: upon meter power up, error 1 sub code 5 (record ram list cannot be set up) was displayed. Investigators were unable to pair the pump and the meter and complete the required investigation steps due to inability to clear the error 1 sub code 5 message.